Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors under infused during infusion. It was observed that the devices had not fully infused the expected volume of medication. The devices were filled with flucloxacillin (kabi) 8000mg citrate buffer antibiotic 12.6ml in sodium chloride 0.9% 240ml total volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: h6, h11. H11: the device was discarded. Should additional relevant information become available, a supplemental report will be submitted.